Manufacturer narrative:
Ocd performed retained testing and a batch record review. All test results were satisfactory. (B)(4).

Event description:
Account reports an antibody screen was performed on a patient who had no previous history. Antibody screen was negative at 15 minutes. Patient was transferred to a neighboring hospital and while in transit, three units were emergency released. Neighboring hospital using an echo identified anti-jkb. All three units released by the hospital were jkb positive. The neighboring hospital states that patient is stable and did not have any indications of a transfusion reaction; no other details provided.